Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2024 with a blood glucose (bg) level of 380 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. A system check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.